Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the cpc connector is broken on the unit. This event did not occur during a procedure.